Manufacturer narrative:
We are filing this report because a possible contribution due to use error cannot be entirely ruled out due to limited info provided. We are attempting to gather further info. We have made several attempts to retrieve the unit.

Event description:
The following info was reported to kci by the biomedical engineer: on (B)(6) 2011 at 1330, the pt had skin graft surgery. At approx 1530, the pt was found bleeding and with no blood pressure. At an unk time on the same day, the pt had expired. No further info is available at this time.